Manufacturer narrative:
This report is being filed to correct the model and serial number that had been reported on the initial report. The boston scientific sales representative was contacted who reported that the device was not the cause of death. The family had withdrawn life support and the physician was unaware if an autopsy was preformed. The cause of the patient's death was attributed to complications related to pre-existing conditions and sedation.

Event description:
It was reported that this patient expired on the day of system implant. The cause of death was not known. Evidence suggests the system was buried with the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient expired on the day of system implant. The cause of death was not known. Evidence suggests the system was buried with the patient.